Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The sample was evaluated and upon inspection of the returned sample, the delivery system was returned assembled together with the filter protruding out of the storage tube. The legs of the filter appeared to be caught in the end of the storage tube. A specimen cup was taped over the protruding filter. The tuohy nut was not attached to the threads. Under magnification (microscope) it appeared that 1 leg of the filter was not set in the groove of the tight spline. The tight spline appeared to be slightly damaged on the od of the tight spline between two of the grooves. The damage to the tight spline may have occurred from the binding of the dislodged filter leg between the tight spline and the ID of the storage. Otherwise the pusher wire was clean and intact. The ID of the storage tube exhibited some scratch marks that imply that the filter may have been stopped, twisted, pulled back and then attempted to move forward again. The filter appeared clean and intact. Heat was applied to the filter and the filter took shape. All arms, legs, and hooks were present and intact. All measurements taken were within specifications. The result of the investigation was confirmed for failure to deploy as the filter was received still partially in the tube, root cause unk. It is unk if procedural issues contributed to this event as the tracks on the ID of the storage tube indicate use contrary to that stated in the IFU the current information for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheathe the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported the filter stuck midway in the sheath. The delivery system was removed and another filter was used successfully. There was no patient injury reported.